Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead helix was not extending and retracting properly. It was further reported that there was a lot of lag time on the helix movement. The lead was removed and replaced. No patient complications have been reported as a result of this event.